Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using an unspecified number of bd microtainer® pst¿ lh tubes, erroneous testosterone and diabetes screening tests occurred. Failure rates were observed to increase to 50%. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using an unspecified number of bd microtainer® pst¿ lh tubes, erroneous testosterone and diabetes screening tests occurred. Failure rates were observed to increase to 50%. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Factors that may contribute to erroneous results - testosterone and diabetes were unable to be evaluated through a clinical study. Bd was unable to duplicate or confirm the indicated failure mode (erroneous results - testosterone and diabetes) because the lot number is unknown. The affected batch/lot must be specified in order to perform clinical testing. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.